Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, "swelling," "pain," "loss of breast shape," "pasty" and "coarse beams inside lower quadrants." Patient was underage at time on implantation. Device has been explanted.